Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (wobbly clip pin) was confirmed. In addition, there was poor lighting due to a broken light guide. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that the clip pin was wobbling on a telescope "oes elite", 4 mm, 70°, hd, autoclavable. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.